Event description:
The hcp reported that, the pt was admitted to the hosp last friday with vomiting, diarrhea, abdominal cramping and left leg pain. The pt's pump was also alarming. After interrogating the pump, it was noted that the reservoir read 0.0 ml; 16.0 ccs were aspirated. It was determined that at refill, 3 weeks earlier, the reservoir volume was not updated, therefore, inaccurate expected reservoir volume was provided upon interrogation. The hcp injected the drug back into the reservoir and reprogrammed the pump. The dose was decreased by 10% and the pt was supplemented with oral baclofen. The pt is doing well. The hcp plans to explant the pump for an unrelated reason; he suspects that the pt may be accessing the pump.

Manufacturer narrative:
.